Event description:
During an angioplasty, the shaft of the savvy broke inside the patient. The physician used a snare to remove the broken pieces from the patient. The procedure was extended an additional 30 minutes. No further information is available at this time. It is unknown at this time if the product is being returned for evaluation.

Manufacturer narrative:
This product is expected to be returned, but has not been received for analysis. Additional information has been requested and will be submitted within 30 days of receipt.